Manufacturer narrative:
Ocd performed retained testing and a batch record review of this lot. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that a negative antibody screen was observed with a patient later identified to have an anti-jkb. Two units of packed red cells were immediate spin crossmatched using tube method and were compatible. One unit was transfused to patient. Patient experienced a febrile reaction. Ocd's medical director reviewed this complaint and has determined that a serious injury has not occurred.